Manufacturer narrative:
A supplemental report will be submitted once completion of our investigation.

Event description:
It was reported that during use cardiosave intra-arotic balloon pump(iabp) had the display issue and it went blank and the drive stopped during operation. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the pcb,solenoid control,rohs and pcb,power management,rohs and the unit returned to normal use. Safety and functional tests were performed and the unit was returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, g1 (contact person ¿ mfg site) corrected field : e2 , e3 , h8 a getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the pcb,solenoid control,rohs (0670-00-1161) and pcb,power management,rohs (0670-00-1162) and the unit returned to normal use. Safety and functional tests were performed and the unit was returned to normal use.

Event description:
N/a